Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer required assistance obtaining an alternate method of insulin therapy and was taken to the pharmacy by a coworker. The customer administered a manual insulin injection to address the high bg. Tandem technical support performed a system check on the pump and determined that the pump functioned as intended. Ultimately, the customer's blood glucose level lowered to 102-103 mg/dl. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.